Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A technician reported a 'bubble break-through' during flap creation. F/u info indicates the pt is doing fine. Add'l info has been requested.